Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging. It was reviewed that the connector pin was broken. There was a report that the implantable neurostimulator (ins) was depleted and the patient was in pain. The patient stated that the recharger was not recharging and the pin broke off again. The patient noted that "they needed to make it better so it didn't fall off." The patient was very careful with it. The day prior to the report, the patient felt the stimulation turn off and they knew it was time to charge the ins. The patient was in pain because the ins was depleted and the insr would not charge. The patient went to charge the ins after work the day prior to the report, but they noticed the connector pin had broken off and was depleted. The patient's husband was not sure if the recharger had charged the time before. The patient normally put it on to charge, then fell asleep. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.